Manufacturer narrative:
Date of mfg and age of device added to report.

Event description:
Customer reported, the entrifles feeding tube clogged upon initial use after placement occurred. This resulted in the entriflex tube being removed and a new tube placed. The tube had been flushed with water prior to insertion into pt. No injury is reported.